Event description:
It was reported that the customer was updating the system (p11c), and an error persisted. The axes controller motor (acm) on the universal surgical manipulator (usm) 3 was pointed out. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.